Manufacturer narrative:
System logs are not available for review.

Event description:
It was reported that after an ion lung biopsy procedure, the patient developed a pneumothorax, which required chest tube placement and medical intervention. There were 2 target areas for biopsy, one in right upper lobe (rul) and one in the left upper lobe (lul). The lul nodule was 8 millimeters in size on the pleura. The procedure was completed as planned with no delays. A post-procedure chest x-ray detected a large pneumothorax, and a chest tube was placed to resolve it. The physician believed that the pneumothorax occurred in the lul due to the nodule being on the pleura and due to positive pressure ventilation after the procedure. The patient was admitted for 2 days, and then was subsequently sent home. There was no malfunction of an ion system, instrument, or accessory occurred.